Manufacturer narrative:
E.3. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.¿

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the gray rubber plug remained at the mouth of the blood collection vessel, causing the probe on the analyzer to bend and there was a risk of needle breakage during subsequent machine probe suction. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, I received a complaint regarding the vacuum blood collection vessel - red head tube. The customer complained that on the analyzer (non bd) it was found that only the red plastic cap could be removed when removing the cap of five red head tubes, and the gray rubber plug remained at the mouth of the blood collection vessel, causing the probe to bend and there was a risk of needle breakage during subsequent machine probe suction. The customer's first feedback has been ongoing for six months now. Our current emergency solution is to replace the batch, but the fundamental problem has not been resolved.

Manufacturer narrative:
H.6. Investigation summary: five customer photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, retention samples from bd inventory were functionally evaluated for closure separation and no failures were observed. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the gray rubber plug remained at the mouth of the blood collection vessel, causing the probe on the analyzer to bend and there was a risk of needle breakage during subsequent machine probe suction. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, I received a complaint regarding the vacuum blood collection vessel - red head tube. The customer complained that on the analyzer (non bd) it was found that only the red plastic cap could be removed when removing the cap of five red head tubes, and the gray rubber plug remained at the mouth of the blood collection vessel, causing the probe to bend and there was a risk of needle breakage during subsequent machine probe suction. The customer's first feedback has been ongoing for six months now. Our current emergency solution is to replace the batch, but the fundamental problem has not been resolved.